Event description:
Pt was having a triple lumen catheter placed. During the procedure 3 cm of the guidewire broke off in the left subclavian. Triple lumen catheter was placed by the right internal jugular. Attempted to remove the distal portion of the guidewire in 2006 in interventional radiology, but it was unable to be removed.